Event description:
Information received from the field does not address the patient's clinical status but notes that the lead had dislodged and there was no ventricular support. X-ray showed that the lead had moved into or near the tricuspid valve. Output on the ventricular channel produced atrial depolarization.